Event description:
"Between [redacted] and [redacted] - approximately 1 month - we have had 9 (known) tubing issues: sl-2010m2096: 4 reports of macro bubbles in line. Sl-2010m2096a: 5 reports, 4 of macro bubbles, 1 cracked arterial thread of the line." Manufacturer response for dialysis tubing, streamline airless system set with locksite needleless access sites (per site reporter) we have been sending failures to the mfg.